Manufacturer narrative:
Concomitant medical products: dtma1qq ICD; 459888 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during lead revision, the left ventricular (lv) lead had pulled back from the target location into the coronary sinus when the physician slit the lead. It was noted that multiple attempts were made with the same result. The lv lead was explanted and replaced. During defibrillation threshold testing (dft), the patient went into ventricular fibrillation (vf) and the right ventricular (rv) lead failed dft testing. The patient vf resolved, with a six shock from the lead. The rv lead was explanted and replaced and dft testing was successful. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the ventricular tachyarrhythmia therapy energy was insufficient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.